Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached over 400 mg/dl. The patient had abdominal pain, was dehydrated, frequent urination, dizzy, was nauseous and vomiting. For treatment, the patient was given saline drip, pain medicine and insulin. The patient was discharged after 3 days. The pod was worn between 24 and 36 hours on the infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.